Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 1095 mcg/day) via an implantable pump for an unknown indication for use. It was reported increased muscle tone occurred. The event date was reported to be (B)(6) 2020, the same date the pump was reported to be implanted. Diagnostics/troubleshooting included "espasticy." Actions taken included a simple bolus. The event lead to or extended hospitalization. Contributing factors were unknown. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported. Additional information was received. "Espasticy" was clarified as increased muscle tone. It was unknown if further troubleshooting or diagnostics were performed. The issue was resolved.